Manufacturer narrative:
(B)(4). Method: actual device not evaluated. Photographs of the device named in this complaint were supplied by the distributor for china. Process evaluation was performed. Results: no results available since no evaluation performed. Conclusions: device not returned. Accriva diagnostics has requested all data required for form 3500a.

Event description:
Accriva's distributor for (B)(4) reported a complaint from a customer concerning a hemochron signature elite and hemochron jr aptt microcoagulation system. The end user was monitoring aptt readings every two hours in a patient receiving a continuous intravenous infusion of heparin. The baseline aptt reading was 30 seconds, which increased to 60 seconds during drug administration. An aptt reading was done and gave a result of 90 seconds. The aptt was again repeated and gave a result of 64 seconds, which was an expected therapeutic value. The reading of 90 seconds was dismissed as being erroneous and no adjustment to the heparin dose was made. The hemochron signature elite and hemochron jr aptt microcoagulation system successfully passed both levels of liquid quality control and electronic quality control. No adverse events, bleeding or other medical issues were reported.